Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. Per the instruction for use (IFU):during navigation, check that the distal tip of the catheter is not kinked before passing the guidewire through it. Kinking or prolapsing of the catheter may result in unintended rupture of the catheter. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Remove the catheter and replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury. Infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. Linked with MDR: 2029214-2017-00108, 2029214-2017-00109 if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the treatment of an arteriovenous malformation (avm), the apollo catheter was delivered and then ruptured when the liquid embolic material was injected. This event occurred after the "provocative" pass of the devices. There was no report of patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.